Event description:
The report stated that water circulated without problem during pre-operation check. However, after the radio frequency ablation procedure started, water leaked from the connection between the grip and the tubing. Another needle electrode was used to complete the procedure. They reported the patient is ok.

Manufacturer narrative:
The incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.